Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(6) stating that during service it was found that gear box of the device did not function. It is known that the event occurred during surgery. It is also known that there was no patient or user injury reported related to this occurrence. No additional information was available.